Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found due to disconnection in cable unit, the endoscopic image cannot be displayed. Additionally, due to disconnection of cable unit, scope ID is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, scope identification is not displayed. The most probable cause of the complaint is a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image and the processor did not detect the camera. No reported patient harm. No additional information was provided.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no image and the processor did not detect the camera. No reported patient harm. No additional information was provided.